Manufacturer narrative:
Corrected information omitted on initial d1, d4, g1, g5: PMA/510k (remove ni and add na). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was observed from a homechoice cassette. This occurred after patient use when the patient was done with the therapy and they were taking the cassette out. The patient stated that the cassette did not look like there were any damages or leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.